Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter during treatment of the patient¿s great saphenous vein (gsv). Tumescent infiltration and local anesthesia were used. IFU was followed. Proper temperature was reached. The left lower extremity was ablated. Upon withdrawal of the device the outer coating on the heating element was noticed to be damaged. The bare coil was exposed in the patient. The device was safely removed from patient. There was no vessel damage noted. The catheter was replaced. Four segments were treated, and the vein is reported to have closed. No patient injury reported.

Manufacturer narrative:
Device evaluation pin condition: no issues identified in the catheter connector and no kinks were noted along the catheter shaft. Heating element/coil condition: damage was noted along the coil element, which was located approximately 5.0 cm, 6.0cm and 8.0cm proximal to the catheter distal tip. A bend was also noted at the damaged section and was located approximately 5.0cm proximal to the distal tip. Microscopic examination revealed that the fep appeared to be melted and burnt which had resulted in bubbling and resulting in the exposed bare coil. A dark red residue was observed around the damage areas that were observed. It appeared to be a burn; however, it was consistent with dried blood which had been exposed to heat. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.